Event description:
I am experiencing left side pain/ weakness/ numbness, implant possibly ruptured. Pain, encapsulation, impaired mobility on the right side. Mammograms are painful, but show nothing other than scattered calcification. One technician at md office stated that the pain and other problems are my fault for getting implants. Have had them since (B)(6) 1992. Right implant ruptured and replaced (B)(6) 2003. Complication breast implants. Both breast implants are still in. Unable to explant due to cost and unable to find md that will pre- authorize and bill insurance. Saline implants 210cc filled to 220cc. FDA safety report ID #: (B)(4).